Manufacturer narrative:
The device was received not deployed. Download data shows that the device delivered 46 first prime pulses before deactivation by the user. The data showed no timeouts or drive stalls and no alarms were generated. Inspection of the device found no damages or defects that would have contributed to the reported event.

Event description:
It was reported that the cannula did not deploy during the activation process indicating that there was a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.